Manufacturer narrative:
(B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the cheeks with 1 syringe of juvéderm® voluma® xc. Later that day, the patient experienced burning sensation on the right cheek, further described as ¿the right side the face felt hot like someone put hot blow torch on it¿, right side cheek burning pain, and ¿face felt like it was on fire¿. On and off ice was used. The patient alleged that the right side of the face became "black, blue and swollen," and "very bad pain¿ was felt. The next morning ¿the top of face to bottom of the mouth was bleeding under the skin and very painful.¿ additionally, on this day the patient saw a bruise under the eye lid, all the way down to the level of nose tip, which looked like a dripping bruise. The pain was worse the next day. A day later, the patient had an ipl laser treatment for the bruise, which left a scab on patient's right cheek. Prednisone and "antibiotic" were administered. Later that night, the patient¿s gums ¿started blistering.¿ the next day, the patient was diagnosed with ¿a bad hematoma¿ on the nerve, which ¿turned purple¿ and additionally reported to be ¿sore inside the mouth¿ and the ¿face is drooping with a black scab the size of a nickel.¿ patient was administered an ointment for the scab area and advil for the pain and burning sensation. Scab is healing but it has left a scar on patient's cheek. The gums have receded. The patient reported to have been self-treating with a warm compress. The patient takes prozac, zantac®, xanax®, and adderall® concomitantly. Additionally, the patient alleged to have been told that the doctor "hit a blood vessel," which caused the gums to become "red and blistered¿.